Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: asthma, upper respiratory infection, anaphylactic reaction, medical expenses, loss of earnings.